Event description:
When the cardiac surgeon was bending the valve handle to place the annuloplasty ring, the handle broke and the implant fell on the floor. The implant was retrieved but the broken piece was not found. Xrays were taken and were negative for the missing plastic piece. The surgery continued with a new annuloplasty ring with holder (mitral model 4450, size 26). There were no complications during the surgery. The patient tolerated the entire procedure satisfactorily and left the operating room in stable condition. Note: this type of handle is a re-usable instrument.